Event description:
Reporter alleged pt's blood glucose read 279 mg/dl compared to a lab result of 89 mg/dl when testing was performed at the same time. Reporter stated the level one control testing was out of range, however, was unable to provide exact results of the tests. No actions were taken or treatment received by the pt reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.